Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, while attempting to retrieve the filter, resistance was encountered between the filter and the retrieval sheath, resulting in retrieval failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the filter was subsequently removed by the retrieval sheath after multiple attempts.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, while attempting to retrieve the filter, resistance was encountered between the filter and the retrieval sheath, resulting in retrieval failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the filter was subsequently removed by the retrieval sheath after multiple attempts.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the filterwire ez device was returned to our post market quality assurance laboratory. Visual inspection identified that only the delivery sheath was returned with an accessory, and it was in good condition. This concludes the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, while attempting to retrieve the filter, resistance was encountered between the filter and the retrieval sheath, resulting in retrieval failure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).